Event description:
It was reported that during an implant. After placement device interrogation revealed defibrillation impedance was low on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of low lead impedance was not confirmed. As received, a complete lead was returned for analysis. Electrical, mechanical, and visual analysis was normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.